Event description:
It was reported that an unspecified malfunction/issue occurred. Date of event is an approximation. The patient experienced an unspecified malfunction which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). The reporter alleged that her husband¿s dexcom device was faulty, that was why he ended up in the hospital. On (B)(6) 2024, her husband experienced diabetic ketoacidosis. When he woke up to get ready to work, he felt dizzy, lightheaded and the continuous glucose monitoring reading was 726 mg/dl. The patient was hospitalized for a week. The reporter declined to provide further information about the event. At the time of the report the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.